Manufacturer narrative:
Investigation results: analysis of the returned cellebrity cytology brush revealed that the flare was detached. Visual assessment found the plastic sheath was detached from the handle. The catheter was torn and the pull wire was kinked at the proximal area. The handle or cannula was within specification. Functional evaluation could not be performed due to flare detachment. Due to anatomical/procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cellebrity cytology brush was used during a cytology procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the working length was completely detached from the handle. The procedure was completed with another cellebrity cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cellebrity cytology brush was used during a cytology procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the working length was completely detached from the handle. The procedure was completed with another cellebrity cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.